Event description:
It was reported that during a abdominal hysterectomy procedure, the clips did not hold. Case completed with another like device. There was no adverse patient consequence. One device returning.

Manufacturer narrative:
Info anticipated, but unavailable at this time.